Manufacturer narrative:
Statspin centrifuge reported intermittent unlatching of centrifuge lid during operation. Other times lid will close and unit will not latch but cycle can be selected and initiated. No injuries were reported.

Event description:
Customer reported the unit intermittently unlatching during cycling